Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic complaining of not feeling well. Upon device interrogation, the left ventricular lead exhibited high capture thresholds. On (B)(6) 2016, pre-operative fluoroscopy revealed the lead had dislodged. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.